Event description:
Subsequent to the initial report being filed, it was reported that the bdc was not prepped (air aspiration) outside the anatomy prior to use. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. In this case, it is unknown if the reported violation of the instructions for use (IFU) caused or contributed to the complaint; possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, it is likely that the balloon rupture resulted in the reported inflation issue, as the balloon would not hold pressure; however, a conclusive cause for the reported balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 85% stenosed de novo lesion in the renal artery with moderate calcification. The 4x40mm viatrac balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was attempted to be inflated twice to 8 atmospheres (atm); however, the balloon failed to inflate. Therefore, the bdc was removed from the patient and an additional attempt was made to inflate the balloon in a basin of water and bubbles were noted coming from the tip of the balloon. Another viatrac balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.